Event description:
The device was in use with patient for infusion. The reporter stated when 17.6 ml remained the attached pump gave a "no disposable" alarm. The user switched pump and cassette to resume infusion.